Event description:
The following information was received from baxter global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information from a nurse in (B)(6) of an incident involving hospital acquired peritonitis coincident with dianeal therapies. On an unreported date, the patient began treatment with dianeal therapies (doses, frequencies and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapies were ongoing. During a call with baxter customer service, the following information was provided. On an unreported date, the patient made a mistake/touch contamination which resulted in peritonitis on (B)(6) 2012. The patient was hospitalized for the peritonitis on (B)(6) 2012 and discharged on (B)(6) 2012. On an unreported date in (B)(6) 2012, a peritoneal effluent culture was performed, however, the culture results are unknown. Treatment rendered for the reported events was not reported. On (B)(6) 2012, the patient was discharged from the hospital. Follow-up information received from gpv on (B)(4) 2012 stated that the client was treated with vancomycin and fortaz intraperitoneally(ip) (dosage, route and duration unknown). The home patient's registered nurse (rn) stated the cause of the peritonitis was touch contamination. The hp was re-trained on peritoneal dialysis (pd) proper aseptic technique. The rn stated the patient was recovering from the peritonitis. The peritonitis gram positive organism was not related to dianeal therapy, a baxter device, or disposables

Manufacturer narrative:
(B)(4). This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable root cause could not be determined, since we are unsure why the patient had a breach in aseptic technique. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing use error - breach in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. If additional information or samples become available, a follow up report will be submitted.